Manufacturer narrative:
The ge service rep conducted an onsite investigation. The real time operating system board, the generator interface board, the system interface board, and the fluoro functions board were replaced. The software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.